Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No lost sensor alarm noted during testing. The device passed the self test. The unit also was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 348 mg/dl, which the customer treated with manual injection. No significant events leading to the keypad issues were observed. The customer stated that the esc and act buttons did not respond, and when she pressed the easy bolus feature, the screen went blank. Advised discontinuation of the insulin pump. Nothing further reported.